Manufacturer narrative:
Device manufactured june 23, 2018 to june 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of an eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.